Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4) , model: sc-2316-50, serial:(B)(4), batch: 7070855.

Event description:
It was reported that the patient was experiencing pressure and discomfort due to lead migration confirmed via x-ray. Reprogramming was done and was able to capture patients back and legs using only one lead. The patient underwent a revision procedure wherein the migrated lead was pulled down. The patient was doing well post operatively. Nothing was explanted.